Event description:
The physician preloaded the 041 separator into the blue introducer before introducing the device into the rhv on the 041 reperfusion catheter. However, the lumen of the introducer was crimped and the distal portion of the separator was kinked. The blue introducer was discarded before further analysis, but the physician indicated that is appeared that the blue polymer of the introducer was deformed. A new separator was removed from inventory and the case proceeded without incident.

Manufacturer narrative:
Device investigation: the distal tip of the separator was deformed into the shape of a question mark. The shape of the separator tip prevents safe usage with the reperfusion catheter. The introducer sheath was not returned and cannot be evaluated. The cause of the separator tip bend could not be determined from the returned parts. The DHR of this manufacturing lot has been reviewed.